Manufacturer narrative:
Device investigation: results: the pxslim catheter is fractured approximately 2.3 cm and 3.8 cm from the hub. Conclusions: the break in the pxslim microcatheter appears to be the result of mishandling when the product was removed from the packaging and during preparation for use. This damage was not noted out of the box. Damage such as this is often seen when the device is pulled from the packaging at an angle or too much torque is placed on the device during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00047, 00049 and 00050.

Event description:
The patient was undergoing an embolism procedure using a px slim delivery microcatheter. During the procedure, the strain relief cracked and started leaking. The physician used a new one to complete the procedure. There were no complications for the patient.